Event description:
A customer contacted beckman coulter inc., (bec) and reported that sample wash cup is overflowing on immage 800 immunochemistry system. The leak did not affect patient results. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the drain valve on the sample wash cup and primed the system, and this resolve the issue. Hardware is the root cause for this event. (B)(4).